Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. The customer's blood glucose levels remained stable, with no values above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer by troubleshooting the issue and eventually decided to replace the pump. The customer was informed about the replacement and a new pump was sent to ensure uninterrupted insulin delivery.